Manufacturer narrative:
Section a3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii lvas, serial number (B)(6), and the reported multi-organ failure and patient outcome could not be conclusively determined through this investigation. The account reported that the patient was lost to follow up and ultimately expired due to multi-system organ failure on (B)(6) 2020; the device reportedly operated as intended. (B)(6) was not returned for evaluation. The heartmate ii lvas IFU lists organ failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to multi-system organ failure. The device operated as intended and will not be returned for evaluation.